Manufacturer narrative:
One (1) 3i t3® with dcd® non-platform switched parallel walled implant 4 x 10mm (bnss410) was returned for investigation. Visual evaluation of the as returned product identified the implant was returned outside of its original packaging (no malfunction). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, tooth location, and x-rays are not relevant to the reported event. The device was reported and noticed during a procedure. The customer did not provide any pictures. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020060293). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020060293) for similar event and no other complaint was identified. Based on the available information, packaging malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on further complaint review and reassessment of the reported event, it was determined, that MFR report number 0001038806-2021-01075 and 0001038806-2021-01075-1 were reported in error. Please disregard these submissions. No further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported dental office only order tapered abutments but noticed during a procedure that the implant was a bnss410 and not a bost410. Dr was able to complete the procedure using the correct implant they intended to. The label and everything stated it was a bnss410 they just didn't realize prior to the procedure that it was not the one they intended to use and always order. Implant was never placed in patient's mouth. Tooth location not reported.